Event description:
Healthcare professional reported left side "a minimal liquid lamina was identified around both implants, probably reactive",¿retromuscular breast implants with slightly lobulated contours", and "bilateral calcifications with benign characteristic" confirmed via ultrasound and mammogram" device has been explanted.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: ¿ seroma-late : unable to observe as it is a medical event that is not related to the device. ¿ device wrinkling : no observed. ¿ wrinkling of the ski : no observed. ¿ calcification: unable to observe as it is a medical event that is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Healthcare professional reported left side "a minimal liquid lamina was identified around both implants, probably reactive", and ¿retromuscular breast implants with slightly lobulated contours." Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b3, d6b, h6.

Event description:
Healthcare professional reported left side "a minimal liquid lamina was identified around both implants, probably reactive",¿retromuscular breast implants with slightly lobulated contours", and "bilateral calcifications with benign characteristic" confirmed via ultrasound and mammogram" device has been explanted.

Manufacturer narrative:
Additional, corrected and/or changed data: a.2, b.5, b.6, b.7, g.2, h.6.

Event description:
Healthcare professional reported left side "a minimal liquid lamina was identified around both implants, probably reactive",¿retromuscular breast implants with slightly lobulated contours", and "bilateral calcifications with benign characteristic" confirmed via ultrasound and mammogram" device has been explanted.